Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, as this action had not yet been attempted by the customer. Following the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support if the issue reoccurred, and acknowledged this information.